Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of:138 mg/dl to 434 mg/dl; 131 mg/dl to 434 mg/dl; 123 mg/dl to 434 mg/dl; 149 mg/dl to 434 mg/dl. No quality controls were run. No adverse event reported. Customer reports drum vial is not available; a replacement was sent.